Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Balloon loses fluid after blocking. According to the nurse, the balloon is not tight. A new catheter was placed. There were no injuries.

Event description:
Balloon loses fluid after blocking. According to the nurse, the balloon is not tight. A new catheter was placed. There were no injuries.

Manufacturer narrative:
Qn#: (B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.